Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Vascular occlusion - ischemic changes - occlusion of the supratrochlearis l.sin artery [vascular skin disorder] ([pain], [blister], [livedo reticularis], [erythema], [scab], [skin oedema], [necrosis], [skin discolouration]). Case narrative: on (B)(6) 2025, a doctor from (B)(6) notified teoxane geneva about an adverse event. According to the information received a patient was injected on (B)(6) 2025 with 1 ml of rha 2 in the forehead using the retro tracing technique with a cannula 25g. One hour later, the patient experienced pain and ischemic changes (skin color) initially fading to purple discoloration, in the forehead region. The patient contacted the injector who confirmed that everything was fine and asked the patient to send updates regularly. During the first night, the patient was not able to sleep due to severe pain and the next morning, a dark purple stripe with a hint of marbling was present in the given area. Cooling the area was recommended by the injector. On (B)(6) 2025, some partial improvements were noticed, and the patient was prescribed anti-inflammatory treatments (aescin tablets and reparil gel). Later in the afternoon, the patient noticed white blisters and visited another medical doctor. The patient received 750 units of hyaluronidase and started antibiotics (augmentin), steroids (prednisone) and anopyrin (aspirin) for 7 days. A vascular occlusion of the supratrochlear artery was diagnosed and the patient received additional hyaluronidase injections (1500 units in total on (B)(6) 2025 and 6000 ui + 3x3000 ui on (B)(6) 2025). The medical report also mentioned the following events: sharply demarcated burgundy-purple lesions area from the midline to the left of the eyebrow. Skin was markedly centrally erythematous. Foci of superficial necrosis with numerous small pustules, places with hemorrhagic content. 4 round eschars 2-4 mm livid marbling towards the periphery. The surroundings were edematous, palpably painful to the touch. In the periorbital area on the left, discrete edema was present. Some exosomes were also applied on the damaged zones and the patient had hyperbaric room sessions. Treatments with utologous exosomes from platelet-rich plasma (prp) injections were scheduled and gentle resurfacing and laser might be considered. According to the information received on (B)(6) 2025 symptoms partially resolved. According to the information received on (B)(6) 2025 the vascular occlusion was resolved and the patient was monitored for skin treatment. Therefore, the case was closed as this. Case comments: alam, m., kakar, r., dover, j., harikumar, v., kang, b., wan, h., poon, e. And jones, d., 2021. Rates of vascular occlusion associated with using needles vs cannulas for filler injection. Jama dermatology, 157(2), p.174. Cassiano, d., miyuki iida, t., lúcia recio, a. And yarak, s., 2020. Delayed skin necrosis following hyaluronic acid filler injection: a case report. Journal of cosmetic dermatology, 19(3), pp.582-584. Fakih-gomez, n., orte-aldea, m., poonja, k. And khanna, d., 2019. Hyaluronic acid filler emergency kit. The american journal of cosmetic surgery, 36(4), pp.183-190. Hirsch, p., infanger, m. And kraus, a., 2020. A case of upper lip necrosis after cosmetic injection of hyaluronic acid soft-tissue filler¿does capillary infarction play a role in the development of vascular compromise, and what are the implications? Journal of cosmetic dermatology, 19(6), pp.1316-1320. Lima, v., regattieri, n., pompeu, m. And costa, I., 2019. External vascular compression by hyaluronic acid filler documented with high-frequency ultrasound. Journal of cosmetic dermatology, 18(6), pp.1629-1631. Loh, k., phoon, y., phua, v. And kapoor, k., 2018. Successfully managing impending skin necrosis following hyaluronic acid filler injection, using high-dose pulsed hyaluronidase. Plastic and reconstructive surgery - global open, 6(2), p.e1639. Loyal, j., hartman, n., fabi, s., butterwick, k. And goldman, m., 2022. Cutaneous vascular compromise and resolution of skin barrier breakdown after dermal filler occlusion¿implementation of evidence-based recommendations into real-world clinical practice. Dermatologic surgery, 48(6), pp.659-663. Ors, s., 2020. The effect of hyaluronidase on depth of necrosis in hyaluronic acid filling-related skin complications. Aesthetic plastic surgery, 44(5), pp.1778-1785. Ortiz, a., ahluwalia, j., song, s. And avram, m., 2020. Analysis of u.s. Food and drug administration data on soft-tissue filler complications. Dermatologic surgery, 46(7), pp.958-961. Sito g, manzoni v, sommariva r. Vascular complications after facial filler injection: a literature review and meta-analysis. J clin aesthet dermatol. 2019 jun;12(6):e65-e72 snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Soares, d., 2022. Bridging a century-old problem: the pathophysiology and molecular mechanisms of ha filler-induced vascular occlusion (fivo)¿implications for therapeutic interventions. Molecules, 27(17), p.5398. Worley, n., lupo, m., holcomb, k., kullman, g., elahi, e. And elison, j., 2020. Hyperbaric oxygen treatment of keratitis following facial hyaluronic acid injection. Ochsner journal, 20(2), pp.193-196.